Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a hole was noted in the catheter balloon. The complainant stated that the foley catheter was inserted intra-partum and injected with 50ml of fluid; for the purpose of cervical dilation, and remained functioning in the bladder for 4 hours. During the c-section, the bladder was allegedly found to be full. In an effort to prevent urine retention, the catheter was replaced. Upon inspection of the device, the nurse reported that a small hole was noted in the catheter balloon.

Manufacturer narrative:
Received 1 used foley catheter. Sample was visually evaluated and observed a hole at the sac collar. Per functional testing, the device was inflated with water and observed water leaking from the sac collar. The pinhole was evaluated under microscope and noted to be long and smooth. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having petrolatum base. They will damage latex." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a hole was noted in the catheter balloon. The complainant stated that the foley catheter was inserted intra-partum and injected with 50ml of fluid; for the purpose of cervical dilation, and remained functioning in the bladder for 4 hours. During the c-section, the bladder was allegedly found to be full. In an effort to prevent urine retention, the catheter was replaced. Upon inspection of the device, the nurse reported that a small hole was noted in the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a hole was noted in the catheter balloon. The complainant stated that the foley catheter was inserted intra-partum for the purpose of cervical dilation, and remained functioning in the bladder for 4 hours. During the c-section, the bladder was allegedly found to be full. In an effort to prevent urine retention, the catheter was replaced. Upon inspection of the device, the nurse reported that a small hole was noted in the catheter balloon.

Manufacturer narrative:
Received 1 used foley catheter. Sample was visually evaluated and observed a hole at the sac collar. Per functional testing, the device was inflated with water and observed water leaking from the sac collar. The pinhole was evaluated under microscope and noted to be long and smooth. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having petrolatum base. They will damage latex." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a hole was noted in the catheter balloon. The complainant stated that the foley catheter was inserted intra-partum and injected with 50ml of fluid; for the purpose of cervical dilation, and remained functioning in the bladder for 4 hours. During the c-section, the bladder was allegedly found to be full. In an effort to prevent urine retention, the catheter was replaced. Upon inspection of the device, the nurse reported that a small hole was noted in the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a hole was noted in the catheter balloon. The complainant stated that the foley catheter was inserted intra-partum and injected with 50ml of fluid; for the purpose of cervical dilation, and remained functioning in the bladder for 4 hours. During the c-section, the bladder was allegedly found to be full. In an effort to prevent urine retention, the catheter was replaced. Upon inspection of the device, the nurse reported that a small hole was noted in the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a hole was noted in the catheter balloon. The complainant stated that the foley catheter was inserted intra-partum and injected with 50 ml of fluid; for the purpose of cervical dilation, and remained functioning in the bladder for 4 hours. During the c-section, the bladder was allegedly found to be full. In an effort to prevent urine retention, the catheter was replaced. Upon inspection of the device, the nurse reported that a small hole was noted in the catheter balloon.